Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported the device "tape could not be placed correctly; tape was torqued." Please clarify that by torqued the surgeon is reporting that the mesh was deformed and twisting? Confirm no holes or tears in the mesh were observed? Yes. Did the event occur intra-operative? Yes. Did the mesh come in contact with the patient prior to the surgeon noting that the "tape was torqued." Yes. How was the procedure completed? With another tvt. Any patient consequences? No. Name of the procedure scheduled to be performed? What is the status of the device return? If device was shipped for evaluation, provide the tracking number? No, the device was throw away, only the lot number is available.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2019 and the mesh was implanted. During the procedure, the mesh could not be placed correctly; the mesh was torqued. Another like mesh was used to complete the procedure. There were no patient consequences reported.